Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality dept. No files attached.

Event description:
It was reported by an aci sales professional that a (B)(6) female pt underwent a left heart catheterization on (B)(6) 2009. Access of the right femoral artery was obtained via a 5f sheath. An angiogram was taken that was unremarkable for calcium. The physician, trained user of the mynx, proceeded to prep and deploy the device as per the instructions for use (IFU). Closure was uneventful, hemostasis was successfully achieved. The pt was ambulated and discharged to the (B)(4) (procedure was an in pt elective) as per hospital protocol. The following day, an ultrasound was performed which confirmed a pseudoaneurysm (psa) measuring approx 2.2 x 1.3 x 2.4 cm. The psa was treated with a thrombin injection. No other clinical sequelae to the pt was reported.